Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was exhibiting intermittent undersensing due to small r-waves following large signals. Programming change was recommended and will be made when patient presents to the hospital.